Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker failure analysis technician further tested the removed power pcb assembly. It was observed that the auxiliary power would not power on the device or charge batteries. The device would still power on with charged batteries. The cause of the reported issue was determined to be due to shorted transistors on the power pcb assembly.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
H6: after a third-party service agent replaced the power module assembly, proper device operation was observed through functional and performanc e testing. The device was subsequentl y returned to the customer for use.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on. There was no patient use associated with the reported event.